Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that "the atrial channel has almost constant stimulation failures, and very high impedance of recent appearance, outside of all measurement range." The atrial lead was replaced. The device was replaced due to the field advisory. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.